Event description:
It was reported that following an elective percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture site with a 5.0 lumen diameter with mild calcification. A 6f terumo sheath was used during the procedure. The artery was punctured more than once and the puncture site was proximal to the inguinal ligament. Two hours later, the patient's blood pressure dropped. Four hours later, the patient's blood pressure drop and CT scan revealed retroperitoneal bleeding. The pt lost 3,000ml of blood and received intravenous fluid until arrival of blood transfusion. She then received 8 units of blood transfusion (400ml/unit). The pt was reportedly in stable condition after the blood transfusion. On (B) (6) 2010, the pt expired due to renal failure. No additional information is available. The physician stated that the death was not caused by the angio-seal device.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.